Event description:
A bipap pro biflex device was returned to a third- party service center for service as part of the sound abatement foam recall process with initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and the device had dust fail contamination. Additionally, the service technician also noted an error code e065 (err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.